Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral/popliteal artery that had no calcification. The lesion was pre-dilated with an armada 35 3mm x 4mm balloon dilatation catheter (bdc) without issue. The lesion was further dilated at 18 atmospheres for 2 minutes with the armada 35 6mm x 40mm bdc and removed. A residual stenosis was observed; therefore, the same armada bdc was used; however, it was observed that the balloon did not hold pressure. It was also stated that during the first dilatation with the 6mm x 40mm bdc, the balloon was also losing pressure. The bdc was removed and a leak was observed at the proximal end of the catheter at the hub. Another same-sized armada bdc was used successfully followed by the deployment of a supera stent without further issue. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed for the reported lot was performed and revealed no other incidents. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness. These devices will continue to be monitored.